Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system was removed from the patient's leg after cauterizing and it was noticed that the insulation on the tips of the jaws was peeled back. However, it was still intact so no pieces got into the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Received medwatch for this event on (B)(6), 2010, (B)(4).